Event description:
Add'l info rec'd from MFR 10/16/03: historical review of reported events shows one occurrence in 1997, one occurrence in 1998, one occurrence in 2000 and a recent occurrence in 2003. There appears to be a decrease in frequency of this event with this device. Device labeling discusses risk mitigation of entrapment with use of side rails.

Event description:
Monitor tech called out that pt's heart rate dropped to 40. Upon entering room, found pt with head wedged between bed and siderail. Staff unwedged pt, took 2 breaths. Pt dnr-expired.